Event description:
It was reported that the customer experienced high blood glucose levels. The customer called in to troubleshoot previously, but the insulin pump was still not working properly. The customer believed that the insulin pump was malfunctioning. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.